Event description:
It was reported that during a hals total colectomy procedure, the surgical tech was having difficulty loading the reload. She claimed something broke and the staples fell out. The stapler was not fired with this reload. Case completed with another reload of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Missing cartridge drivers. The analysis results showed that one ecr60g cartridge reload was returned unfired and with 8 drivers out of position and missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall and be missing, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The staple retaining cap issue could not be confirmed as it was correctly assembled and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.